Event description:
A malfunction alarm occurred, displaying malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with this process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to report any future issues.